Event description:
The fse reported that the left monitor was cutting out intermittently. This resulted in intermittent loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.